Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 162 mg/dl at the time of the report. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer removed insulin from used cartridges and re-loaded new cartridges with the insulin. Tandem's technical support educated customer on cartridge labeling.